Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found inside of the insulin pump. The insulin pump had no button response due to corroded keypad traces. The basic occlusion test, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump is suspended and will not resume. Customer had to remove the tubing from the belly to stop the insulin infusion. Customer also stated that the act button was unresponsive. Customer stated that they got caught in a rain storm and the insulin pump got a little wet. Customer's blood glucose reading at the time of the call was 49 mg/dl and was treated with milk and crackers. No further information reported.